Manufacturer narrative:
(B)(4). The field service engineer replaced the power supply printed circuit board (part number (B)(4)). This solved the problem.

Event description:
The customer reported that there is "problem with collimator."